Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged liquid crystal display (lcd) screen was confirmed via evaluation. A review of the event log file contained data spanning approximately 4 days (02oct2023 ¿ 04oct2023, 17oct2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. A customer submitted photo revealed a discolored and dim lcd screen. The heartmate 3 system controller (s/n: (B)(6) ) was returned for analysis and upon powering on the controller, the discolored lcd screen was confirmed. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. The system controller was disassembled to inspect the lcd screen. Excess fluid ingress was observed throughout the entire inside of the controller, including the lcd ribbon cable and seams of the screen. The root cause for the damage to the lcd screen was determined to be fluid ingress; however, a root cause for how the fluid ingress occurred was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected . Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-07357. It was reported that, while the patient was seen in the clinic on (B)(6) 2023, damage on the controller's liquid crystal display screen was found. The patient's controller and modular cable were exchanged after green slime was found inside the controller and the modular cable. The driveline that was in the controller's port was entirely covered in green slime. The patient was placed on their backup controller with the new modular cable. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.